Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 - UDI#: (B)(4). The device history record for zimmer electric dermatome serial number 207416 was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(6) prior to 8 april 2019, the device was noted to have been previously repaired. On (B)(6) 2019, it was reported from (B)(6) hospital that a dermatome did not generate enough rpm and when used, the blade went under the skin and cut a big piece out of it. The customer returned a zimmer electric dermatome serial number (B)(6) as well as zimmer electric dermatome power supply serial number 32434 for evaluation. Evaluation of the device on (B)(6) 2019 noted that the device was out of calibration at the zero setting and that the control bar was not in the correct position. The motor was noted to be running within motor speed specifications. Upon further evaluation, it was found that the device had some damaged screws. Evaluation of the power supply found that it functioned as intended, but had some worn footpads. Repair of the dermatome and power supply occurred on (B)(6) 2019 and involved replacing the damaged screws as well as recalibrating the device and repositioning the control bar on the dermatome and replacing the damaged footpads on the power supply. The technician then tested and verified that the device was functioning as intended. The device was then returned to the customer without further incident. The dermatome was tested, inspected, and repaired. The power supply was tested, inspected, and repair. The service technician was unable to reproduce the reported motor speed issues during evaluation of the device. In addition, while the technician does find that the control bar was not in the correct position, which can allow the blade to not sit properly on the device and therefore allow it to gouge the patient during use, it cannot be determined from the information provided as to what allowed the control bar to unseat from its correct position. Therefore, a specific root cause of the reported motor speed or improper cutting issues cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Manufacturer narrative:
(B)(4). Delay in surgery > 30 minutes. Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that dermatome did not have rpm enough, when surgeon pushed it hard to the skin the blade did not cut the skin, but went directly to under the skin and cut a big piece out. They sutured the piece back and hope that it sticks. There was a delay for more than an hour as the alternate device was not available. This electric dermatome is owned by (B)(6) hospital, which purchased it (B)(6) 2018. The operation was in (B)(6) hospital and because they do not have own dermatome, they borrowed it from (B)(6) hospital. Because the device did not work properly, (B)(6) hospital called to (B)(6) hospital and borrowed from them, which was driven to them by taxi.